Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to increasing capture thresholds. The cause of the high capture thresholds is unknown. The lead was replaced. No additional adverse patient effects were reported.